Event description:
Complainant alleged that the device displayed a "technical alarm 379 - no o2 dosing possible" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510(k).

Manufacturer narrative:
H2. Correction: g1 manufacturing site address has been updated. H2. Additional information: the device has not been returned to zoll for evaluation. However, log files were provided to technical support for evaluation. After reviewing the log files, technical support found that the o2 supply pressure was set to 2.94 bars when the procedure requires a minimum of 5 bars. The customer was instructed to adjust the pressure and redo the calibration and report back if the issue remained. Customer has not reached back out to technical support for further assistance. A follow up was sent to the customer inquiring if the issue is resolved and we have no received a response back from the customer at this time.